Event description:
It was reported " one extension lumen was out due to sharp edge of pinch clamp." The PICC will be replaced on a future date. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "discharged".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) the actual device was not returned; however, the customer provided one photo for analysis. The complaint of a separated extension line was confirmed by the photo. A complete visual inspection to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " one extension lumen was out due to sharp edge of pinch clamp." The PICC will be replaced on a future date. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "discharged".